Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced withdrawal due to a catheter kink. The pump was replaced. It was also reported that there was "crystallization" within the catheter. The pump was used to deliver baclofen, marcaine and "other medications". Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.